Event description:
Post inflation of icast (ballon expandable stent), the balloon broke off the catheter. This was left into the patient¿s fistula. Interventional radiology (ir) doctor took approximately 30 minutes to remove the balloon.